Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
A notification via the long-term outcome and quality indicator (loqi) impella registry was received regarding a 60 year old male patient that presented with acute myocardial infarction and cardiogenic shock for hemodynamic support via the impella 5.5 device. A possible relationship between sepsis and stroke and the impella device was made. The patient was noted to have been confirmed covid-19 positive. A CT scan revealed a "small volume subarachnoid hemorrhage along right frontal lobe. Multiple acute/subacute infarcts to right cerebral hemisphere." The patient was ultimately withdrawn from care and expired, however, there was no allegation the patient's death was related.

Manufacturer narrative:
B2: date of patient death is unknown. The investigation for the reported infection and stroke has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the infection and stroke and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03777 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.